Event description:
It was reported that, during a robotic laparoscopic prostatectomy while an arm was being restarted, two instruments became "clutched out" on the surgeon console. The surgeon did not move their head or look away from the screen, but the system responded as if this had occurred. After a brief delay of less than three minutes, the control of the two instruments was restored. The procedure was completed successfully afterwards. There was a 10 minute delay due to these issues and the issues on the arm and the surgery was temporarily performed with three arms while the arm was restarting. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.